Manufacturer narrative:
The product has not been returned for evaluation. The root cause is unknown. No other complaints have been received for lot w1515. There is a corrective and preventative action(610815) that was not yet implemented when this lot was manufactured. The vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories, including bl5223w in june 2018. The CAPA was closed on july 6, 2018. Should the product be received the investigation will be reopened. The investigation is considered complete at this time.

Manufacturer narrative:
The manufacturing and sterilization records showed no anomalies. The investigation is ongoing.

Event description:
The user facility in india reported the cutter aspirated but did not cut the vitreous. The surgery was completed with another cutter. There was no patient impact.